Manufacturer narrative:
Product event summary - performance data collected from the device was received and analyzed. Analysis revealed very occasional right ventricular undersensing observed on several stored electrograms.

Event description:
It was reported that the right ventricular lead was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.